Event description:
It was reported the patient¿s implantable neurostimulator (ins) was at end of life (eol) and the patient was not getting benefit. The ins was replaced on (B)(6) 2014. The patient had not been getting benefit from the ins for three months prior to the ins replacement.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 377845, lot# v018238, implanted: (B)(6) 2007, product type: lead. (B)(4).